Event description:
It was initially reported that the patient had some problems with infections and had been hospitalized. It is unclear if the infections are related to vns but it was not related to her epilepsy. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution and sterility was confirmed. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution and sterility was confirmed.